Event description:
The pt tested her blood glucose on the suspect device before dinner and it was 172 mg/dl. She took her normal insulin dosage of 50 units of nph. 90 mins later she passed out. The paramedics were called and they tested on their device and it was 15 mg/dl. She was given an IV and taken to the hosp.